Event description:
MRI tech applied an instant hot compress pack to a minor infiltrate after the injection of gadavist, with a sheet doubled between the patient skin and the compress. The patient called next day to say that she had a blister on her arm. We asked her to come in and had doctor evaluate her. Doctor determined that patient has a 2nd degree burn from the hot pack and referred her to her primary care for follow up. When asked whether the patient felt a burning sensation from the hot pack yesterday, she said yes. We have banned the use of, and removed all remaining hot packs from the MRI departments at both campuses until further notice. Manufacturer response for instant hot compress, mckesson (per site reporter) : investigating.